Manufacturer narrative:
Bayer case number: (B)(4) sudden sensations of movement in my uterus along with pain [uterine pain] , abdominal crisis [abdominal pain] , diarrhea [diarrhea] , spasmophilia [spasmophilia] , deep and intense gut pain [gut pain] , violent flush hot [hot flush] , I might faint again [faint] , but my intestines contracted extremely violently [intestinal spasm] , I was shaking [shaking], my hands were starting to deform [hand deformity] , my fingers were tense and clenched in a twisting motion [fingers stiffness] , sudden dehydration [dehydration] , demineralisation [mineral deficiency] , sudden inflammation of my lower abdomen [inflammation stomach] , lower abdominal pain [lower abdominal pain] , increased with the stress of my daily life [stress] , with heavier bleeding lasting for 7 full days [prolonged heavy periods] , periods became very painful [painful periods] , long with a severe migraine lasting several days [migraine] , intense tiredness [tiredness] , sick leave [sick leave] , burnout [burnout syndrome] , eczema spread to the folds of the elbows and neckline [localised eczema] , herpes labialis. [Herpes labialis] , eczema on both hands [hand eczema] , headaches [headache] , muscle spasms, spasmophilia [muscle spasms] , stoamch pain [stomach pain] , asthenia [asthenia] , tetany [tetany] , anxiety [anxiety] , abdominal discomfort [abdominal discomfort] , lower abdominal discomfort [lower abdominal discomfort] , abdominal crisis [abdominal pain], diarrhea [diarrhea] , spasmophilia [spasmophilia] , abdominal crises [abdominal pain] , diarrhea [diarrhea] , spasmophilia [spasmophilia] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-jan-2026. The most recent information was received on 04-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine pain ("sudden sensations of movement in my uterus along with pain") in a 30-year-old female patient who had essure inserted (lot no. B15008) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of watery diarrhoea, lost weight and feelings of weakness in 2012 and multiparous (- last child delivery on (B)(6) 2011). No family history of thyroid symptoms, no symptoms of depression detected. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 50 days after essure insertion, she experienced a first episode of abdominal pain ("abdominal crisis"), a first episode of diarrhoea ("diarrhea") and a first episode of spasmophilia ("spasmophilia"). In 2013 she experienced abdominal pain upper ("stoamch pain"). On (B)(6) 2014 she experienced a second episode of abdominal pain ("abdominal crisis"), a second episode of diarrhoea ("diarrhea") and a second episode of spasmophilia ("spasmophilia "). On (B)(6) 2014 she experienced muscle spasms ("muscle spasms, spasmophilia"), a third episode of abdominal pain ("abdominal crises"), a third episode of diarrhoea ("diarrhea") and a third episode of spasmophilia ("spasmophilia"). On (B)(6) 2015 she experienced sick leave ("sick leave"). In march 2016 she experienced eczema ("eczema spread to the folds of the elbows and neckline"). In (B)(6) 2020 she experienced hand dermatitis ("eczema on both hands"). On unknown date she experienced uterine pain (seriousness criterion medically important), gut pain ("deep and intense gut pain"), hot flush ("violent flush hot"), syncope ("I might faint again"), intestinal spasm ("but my intestines contracted extremely violently"), tremor ("I was shaking"), hand deformity ("my hands were starting to deform"), musculoskeletal stiffness ("my fingers were tense and clenched in a twisting motion"), dehydration ("sudden dehydration"), mineral deficiency ("demineralisation"), gastritis ("sudden inflammation of my lower abdomen"), abdominal pain lower ("lower abdominal pain"), stress ("increased with the stress of my daily life"), heavy menstrual bleeding ("with heavier bleeding lasting for 7 full days"), dysmenorrhoea ("periods became very painful"), migraine ("long with a severe migraine lasting several days"), fatigue (" intense tiredness"), burnout syndrome ("burnout"), oral herpes ("herpes labialis."), headache ("headaches"), asthenia ("asthenia"), tetany ("tetany"), anxiety ("anxiety"), abdominal discomfort ("abdominal discomfort") and lower abdominal discomfort ("lower abdominal discomfort"). At the time of the report, the outcomes for uterine pain, gut pain, hot flush, syncope, intestinal spasm, tremor, hand deformity, musculoskeletal stiffness, dehydration, mineral deficiency, gastritis, abdominal pain lower, stress, heavy menstrual bleeding, dysmenorrhoea, migraine, fatigue, sick leave, burnout syndrome, eczema, oral herpes, hand dermatitis, headache, muscle spasms, abdominal pain upper, asthenia, tetany, anxiety, abdominal discomfort, lower abdominal discomfort, the last episode of abdominal pain and the last episode of spasmophilia were unknown. No causality assessment was received for essure with regard to the first episode of abdominal pain, the first episode of diarrhoea, gut pain, syncope, tremor, hand deformity, dehydration, mineral deficiency, the first episode of spasmophilia, hot flush, intestinal spasm, musculoskeletal stiffness, gastritis, abdominal pain lower, heavy menstrual bleeding, migraine, fatigue, hand dermatitis, muscle spasms, abdominal pain upper, uterine pain, stress, dysmenorrhoea, sick leave, burnout syndrome, eczema, oral herpes, headache, anxiety, abdominal discomfort, asthenia, tetany, lower abdominal discomfort, the third episode of spasmophilia, the second episode of abdominal pain, the second episode of diarrhoea, the second episode of spasmophilia, the third episode of abdominal pain or the third episode of diarrhoea. The reporter commented: was seen at the doctor's practice on (B)(6) 2012, for "asthenia since this summer; despite getting plenty of sleep, she feels weak, has a good appetite, has lost weight over the past month, and has had watery diarrhea in recent days." Recurrent consultations on (B)(6) 2013, (B)(6) 2014 following an abdominal crisis with diarrhea and spasmophilia. While accompanying my very young children to go sledding on the very gently sloping street in front of my home, deep and intense gut pain occurred with violent flush hot. I brought my children home urgently and rushed to the toilet. I had very severe watery diarrhea; I had to undress completely to regulate the flush hot that made me fear I might faint again, and thus I managed not to lose consciousness, but my intestines contracted extremely violently; I screamed and called for help; my husband rushed over and fanned me. The griping abdomen continued, I was shaking, and my hands were starting to deform because my fingers were tense and clenched in a twisting motion. Following this episode of severe spasmophilia caused by my sudden dehydration and demineralisation, due to the sudden diarrhea I experienced, itself a consequence of the sudden inflammation of my lower abdomen, the episodes of watery diarrhea will become increasingly frequent, forcing me to consult various general practitioners and specialists, perform various analyses, and above all, eliminate any food not tolerated by my digestive system: I'm gradually adopting a new approach I've tried a few restrictive diets that only partially relieve my lower abdominal pain. I ended up eating nothing but rice, potatoes, meat, and goat and sheep cheese, and I still follow this diet to this day. Furthermore, since 2014, other uterine symptoms have been affecting my daily life: sudden sensations of movement in my uterus, which seems to shift from retroversion to anteversion, along with pain that forces me to freeze completely and immediately, waiting a few minutes for the pain and sensation of internal movement to subside. Moreover, this feeling of deep and constant discomfort in my lower abdomen persisted and intensified, and I noticed that it increased with the stress of my daily life. The anxiety reaction of experiencing abdominal discomfort gradually increased my vigilance and stress as I tried to ensure that my day went smoothly: being close to toilets, only eating foods that I could tolerate, avoiding stressful environments. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kg. [Laparoscopy] (date unknown): no pathology was identified batch number- b15008; manufacture date- 2013-04-30; expiration date- 2016-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-feb-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) abdominal crisis [abdominal pain], diarrhea [diarrhea] , spasmophilia [spasmophilia] , deep and intense gut pain [gut pain], violent flush hot [hot flush] , I might faint again [faint] , but my intestines contracted extremely violently [intestinal spasm] , I was shaking [shaking] , my hands were starting to deform [hand deformity] , my fingers were tense and clenched in a twisting motion [fingers stiffness] , sudden dehydration [dehydration] , demineralisation [mineral deficiency] , sudden inflammation of my lower abdomen [inflammation stomach] , lower abdominal pain [lower abdominal pain] , sudden sensations of movement in my uterus along with pain [uterine pain] , increased with the stress of my daily life [stress] , with heavier bleeding lasting for 7 full days [prolonged heavy periods] , periods became very painful [painful periods] , long with a severe migraine lasting several days [migraines] , intense tiredness [tiredness] , sick leave [sick leave] , burnout [burnout syndrome] , eczema spread to the folds of the elbows and neckline [localised eczema] , herpes labialis. [Herpes labialis] , eczema on both hands [hand eczema] , headaches [headache] , muscle spasms, spasmophilia [muscle spasms] , stoamch pain [stomach pain] , asthenia [asthenia] , tetany [tetany] , anxiety [anxiety] , abdominal discomfort [abdominal discomfort] , lower abdominal discomfort [lower abdominal discomfort] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-jan-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal crisis") in a 30-year-old female patient who had essure inserted (lot no. B15008) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of watery diarrhoea, lost weight and feelings of weakness in 2012 and multiparous (- last child delivery on (B)(6) 2011). No family history of thyroid symptoms, no symptoms of depression detected. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced abdominal pain upper ("stoamch pain"). On (B)(6) 2014 she experienced muscle spasms ("muscle spasms, spasmophilia"). On (B)(6) 2015 she experienced sick leave ("sick leave"). In (B)(6) 2016 she experienced eczema ("eczema spread to the folds of the elbows and neckline"). In (B)(6) 2020 she experienced hand dermatitis ("eczema on both hands"). On unknown date she experienced abdominal pain (seriousness criterion medically important), diarrhoea ("diarrhea"), spasmophilia ("spasmophilia"), gut pain ("deep and intense gut pain"), hot flush ("violent flush hot"), syncope ("I might faint again"), intestinal spasm ("but my intestines contracted extremely violently"), tremor ("I was shaking"), hand deformity ("my hands were starting to deform"), musculoskeletal stiffness ("my fingers were tense and clenched in a twisting motion"), dehydration ("sudden dehydration"), mineral deficiency ("demineralisation"), gastritis ("sudden inflammation of my lower abdomen"), abdominal pain lower ("lower abdominal pain"), uterine pain ("sudden sensations of movement in my uterus along with pain"), stress ("increased with the stress of my daily life"), heavy menstrual bleeding ("with heavier bleeding lasting for 7 full days"), dysmenorrhoea ("periods became very painful"), migraine ("long with a severe migraine lasting several days"), fatigue (" intense tiredness"), burnout syndrome ("burnout"), oral herpes ("herpes labialis."), headache ("headaches"), asthenia ("asthenia"), tetany ("tetany"), anxiety ("anxiety"), abdominal discomfort ("abdominal discomfort") and lower abdominal discomfort ("lower abdominal discomfort"). At the time of the report, the outcomes for abdominal pain, diarrhoea, gut pain, hot flush, syncope, intestinal spasm, tremor, hand deformity, musculoskeletal stiffness, dehydration, mineral deficiency, gastritis, abdominal pain lower, uterine pain, stress, heavy menstrual bleeding, dysmenorrhoea, migraine, fatigue, sick leave, burnout syndrome, eczema, oral herpes, hand dermatitis, headache, muscle spasms, abdominal pain upper, asthenia, tetany, anxiety, abdominal discomfort and lower abdominal discomfort were unknown. No causality assessment was received for essure with regard to abdominal pain, diarrhoea, gut pain, syncope, tremor, hand deformity, dehydration, mineral deficiency, spasmophilia, hot flush, intestinal spasm, musculoskeletal stiffness, gastritis, abdominal pain lower, heavy menstrual bleeding, migraine, fatigue, hand dermatitis, muscle spasms, abdominal pain upper, uterine pain, stress, dysmenorrhoea, sick leave, burnout syndrome, eczema, oral herpes, headache, anxiety, abdominal discomfort, asthenia, tetany or lower abdominal discomfort. The reporter commented: was seen at the doctor's practice on (B)(6) 2012, for "asthenia since this summer; despite getting plenty of sleep, she feels weak, has a good appetite, has lost weight over the past month, and has had watery diarrhea in recent days." Recurrent consultations on (B)(6) 2013, (B)(6) 2014 following an abdominal crisis with diarrhea and spasmophilia. While accompanying my very young children to go sledding on the very gently sloping street in front of my home, deep and intense gut pain occurred with violent flush hot. I brought my children home urgently and rushed to the toilet. I had very severe watery diarrhea; I had to undress completely to regulate the flush hot that made me fear I might faint again, and thus I managed not to lose consciousness, but my intestines contracted extremely violently; I screamed and called for help; my husband rushed over and fanned me. The griping abdomen continued, I was shaking, and my hands were starting to deform because my fingers were tense and clenched in a twisting motion. Following this episode of severe spasmophilia caused by my sudden dehydration and demineralisation, due to the sudden diarrhea I experienced, itself a consequence of the sudden inflammation of my lower abdomen, the episodes of watery diarrhea will become increasingly frequent, forcing me to consult various general practitioners and specialists, perform various analyses, and above all, eliminate any food not tolerated by my digestive system: I'm gradually adopting a new approach I've tried a few restrictive diets that only partially relieve my lower abdominal pain. I ended up eating nothing but rice, potatoes, meat, and goat and sheep cheese, and I still follow this diet to this day. Furthermore, since 2014, other uterine symptoms have been affecting my daily life: sudden sensations of movement in my uterus, which seems to shift from retroversion to anteversion, along with pain that forces me to freeze completely and immediately, waiting a few minutes for the pain and sensation of internal movement to subside. Moreover, this feeling of deep and constant discomfort in my lower abdomen persisted and intensified, and I noticed that it increased with the stress of my daily life. The anxiety reaction of experiencing abdominal discomfort gradually increased my vigilance and stress as I tried to ensure that my day went smoothly: being close to toilets, only eating foods that I could tolerate, avoiding stressful environments. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kg. [Laparoscopy] (date unknown): no pathology was identified. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.